Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Since 8 years have passed since the delivery of the subject device, omsc surmised there was the possibility this phenomenon was attributed to the deterioration of the flow pump or some accidental failure has occurred. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to olympus. Therefore, olympus could not investigate the subject device. However the flow pump of the subject device will be planned the replacement. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed form the user that it was found the flow pump of the subject device did not work well during the disinfection / cleaning. There was no patient injury associated with this report.